Event description:
It was reported by the customer that a bd pyxis medstation es system was stuck on a blue screen and would pop up with an unexpected data error message. Users were unable to login into the database. There was no report of patient involvement, harm, or adverse event for this case.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e3, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 19-apr-2022 to 18- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not moving to the login page. The technical support specialist validated the med app is running, analyzed station baretail for datasync debug and station communicating with server (no variation). The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an unexpected database error message, preventing users while trying to log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that that the reported issue could not be reproduced. The system functioned as intended.